Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported right ventricular oversensing episodes were noted via merlin on patient¿s system. Programming changes were discussed but not performed as physician decided programming changes to a less sensitive setting would not be beneficial to the patient. No patient consequences were reported.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2019 rather than (B)(6) 2019.

Event description:
New information received notes programming changes were made. No patient consequences were reported.